Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra2 meter read inaccurately low. The pt does not take any medications to manage her diabetes. The pt indicated that the alleged issue started on unspecified date/time 2 months prior to contacting lfs on (B) (6) 2010. The pt reported blood glucose results of "95 and 93 mg/dl" with a lifescan meter and "118 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. At an unspecified time after the alleged issue began, the pt claimed that she developed a symptom of frequent urination. The pt also mentioned that she had "starchy urine". The pt denied that she received any treatment because of the alleged issue. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
The lay user/pt's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional info is available, the FDA will be notified a follow up report. At this time, we consider this matter closed.